Manufacturer narrative:
(B)(4). Journal article: waterson, h.b., whitehouse, m.r., greidanus, n.v., garbuz, d.s., masri, b.z., duncan, c.p. (2018). Revision for adverse local tissue reaction following metal-on-polyethylene total hip arthroplasty is associated with a high risk of early major complications, the british editorial society of bone & joint surgery. 100-b:720¿4. Https://doi.org/10.1302/0301-620x.100b6.bjj- 2017-1466.r1. Concomitant products: item# unknown unknown stem lot# unknown; item# unknown unknown head lot# unknown; item# unknown unknown cup lot# unknown. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05182. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in journal article that two patients post revision for armd and trunnionosis experienced dislocations, that did not require any further intervention. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Cmp-(B)(4) this report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed with the limited information provided. Device history record (DHR) review was unable to be performed as the lot number was not received. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.